Manufacturer narrative:
An event of tachycardia, hemolytic anemia, perforation of vessels was reported. It was also reported that the right disc of the occluder was touching the aorta. Information from field indicated that surgically closed the pfo and to sew a patch in to cover the erosion to resolve the event. Heparin was administered. Imaging from the field appeared to show evidence of a long pfo tunnel 1.22 cm in length with a thick septum secundum. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo (patent foramen ovale) occluder was chosen for implant using an unknown abbott delivery system. It was noted that the patient had a bicuspid aortic valve, dilated aortic root (possible aorthropathy), and an enlarged and posterior origin of the septum. The patient had an aneurysmal atrial septum, a thick (>10mm) septum secundum, and a long pfo tunnel. The occluder was successfully implanted and required only one re-capture to correct the device position. At the end of the procedure, the right disc of the occluder was touching the aorta. In the evening after the procedure was performed, the patient's urine turned dark. On (B)(6) 2023, the patient began to turn yellow, and the patient was diagnosed with hemolytic anemia. An echocardiogram (echo) was performed, and it was seen that the patient had an aortic-to-right atrial systo-diastolic shunt. On (B)(6) 2023, the patient experienced a heart murmur and slight tachycardia was present. The patient remained stable with oxygen. On (B)(6) 2023, an emergency procedure was performed to surgically remove the occluder, surgically closed the pfo and to sew a patch in to cover the erosion. On (B)(6) 2023, the patient's echo was normal. On (B)(6) 2023, the patient was transferred to the local unit of the hospital. The patient was reported as stable and was discharged home on (B)(6) 2023.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo (patent foramen ovale) occluder was chosen for implant using an unknown abbott delivery system. It was noted that the patient had a bicuspid aortic valve, dilated aortic root (possible aorthropathy), and an enlarged and posterior origin of the septum. The patient had an aneurysmal atrial septum, a thick (>10mm) septum secundum, and a long pfo tunnel. The occluder was successfully implanted and required only one re-capture to correct the device position. At the end of the procedure, the right disc of the occluder was touching the aorta. In the evening after the procedure was performed, the patient's urine turned dark. On (B)(6) 2023, the patient began to turn yellow, and the patient was diagnosed with hemolytic anemia. An echocardiogram (echo) was performed, and it was seen that the patient had an aortic-to-right atrial systo-diastolic shunt. On (B)(6) 2023, the patient experienced a heart murmur and slight tachycardia was present. The patient remained stable with oxygen. On (B)(6) 2023, an emergency procedure was performed to surgically remove the occluder, surgically closed the pfo and to sew a patch in to cover the erosion. On (B)(6) 2023, the patient's echo was normal. On 25 may 2023, the patient was transferred to the local unit of the hospital. The patient was reported as stable and was discharged home on (B)(6) 2023.